Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No com plaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 17.8cm was returned. External insulation abrasions were found at 14.6-14.7cm and 17.0-17.1cm from the connector pin, consist tent with lead friction to the ICD can. The etfe coating was intact at these locations.